Event description:
Olympus was reported that during a procedure the probe tip broke off at the first use. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The manufacturing history was reviewed, with no irregularities noted. Olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or hard tissue. Based upon the finding of the evaluation, this report appears to be related to user handling.